Manufacturer narrative:
D10: 110010262 g7 osseoti multihole 48mm c 66673724. Visual examination of the returned product identified damage to the threads and head of the screw along with scuffing to the neck. The outer diameter of the head had shavings still attached. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the returned product evaluation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw head was damaged when the screw was inserted. When the surgeon went to check the screw placement, the surgeon injured his finger. There was no serious injury reported. The cup was implanted into the patient and the drill guide was used.

Manufacturer narrative:
(B)(4). G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw head was damaged when the screw was inserted. When the surgeon went to check the screw placement, the surgeon injured his finger. There was no serious injury reported.